Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in january 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line with the red clamp of the amia pd cycler set had a cut. This was observed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.